Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing shortness of breath and they suspected an implantable pulse generator (ipg) "malfunction". The ipg remains in use. No patient complications have been reported as a result of this event.